Event description:
Paramedics attended to a person diagnosed in sinus bradycardia. External pacing was administered. Allegedly, the device intermittently displayed a leads off message and pacing stopped. Each time this occurred pacing was restarted. The pt subsequently went into an ideoventricular rhythm, then asystole. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.